Manufacturer narrative:
Qn#(B)(4). No iabp parts was returned to teleflex chelmsford for investigation. The reported complaint of iabp display flickers/error is not able to be confirmed. No part or recorder strip was returned for investigation. The root cause of the complaint is undetermined. The technician was not able to replicate the issues during service of the iabp. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) control panel screen would not display. As a result, the pump was switched out for another. The pump was sent to the technician to be serviced. The technician found the ECG waveform and ap pressure waveform not appearing on the screen. However, the technician confirmed that when using the simulator, a normal ECG and ap waveform appeared. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) control panel screen would not display. As a result, the pump was switched out for another. The pump was sent to the technician to be serviced. The technician found the ECG waveform and ap pressure waveform not appearing on the screen. However, the technician confirmed that when using the simulator, a normal ECG and ap waveform appeared. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.